Event description:
(Os 16.749). The dentist reported 15 days after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed.